Event description:
The lead was capped on (B)(6) 2011, due to atrial lead impedance 170 ohms in bipolar and 240 ohms in unipolar. Poor sensing and increased threshold. The procedure took place at (B)(6). The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).